Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during the set-up for a cori assisted tka surgery, a ri robotic drill attachment was unable to lock or unlock because it had become stuck, causing that, upon unlocking the drill to insert the bur, a drill communication error was received and the only option was to quit. Surgery was performed without any delay with a sn back-up device. Since this was noticed during the set-up for surgery, the patient was not yet involved. Afterwards, they were able to get the drill attachment off via drill diagnostics at the unlocking the drill attachment step. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.